Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge as it used to and was no longer taking a charge. As a result, the patient was also not getting adequate pain relief. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge and was no longer taking a charge. As a result, the patient was also not getting adequate pain relief. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively, and the explanted device was not returned as it was discarded by the medical facility.